Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "not enough milk production" (inability to breast feed) with no form of treatment or surgical reoperation mentioned. Healthcare provider later reported rupture. Affected side is right. The device remains implanted.